Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign material stuck on the white button before use. The following information was provided by the initial reporter: "foreign material stick at white button."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign material stuck on the white button before use. The following information was provided by the initial reporter: "foreign material stick at white button".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused unit. In addition, one photograph was submitted which revealed a semitransparent material on the button of the returned unit. Upon visual inspection of the device a glob of semitransparent material can be seen on the button. The material has a yellow tint and is slightly squishy. The tint and how the material appear to drip down the device are indicators of excess adhesive. Excess adhesive can build up and drip onto the device and outside of the hub. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch.